Manufacturer narrative:
Customer reported that a pyxis anesthesia es system unexpectedly stopped responding during a procedure. The customer stated that the device rebooted and initiated an operating system update. The customer reported a delay of 10 minutes to patient care. The nature of the procedure was not disclosed. Patient or user harm was not reported. This event is recorded in complaint number (B)(4). A technical support specialist evaluated the device's log files and found a 5 minute event in which the device rebooted; the operating system update was not initialized afterwards. A field service engineer was dispatched to inspect the device's backup battery; battery confirmed operational. The technical support specialist applied knowledge article 000014412 - wsus-windows updates fail to check or install updates due to corrupted group policy. The operating system group policy was repaired. Device confirmed operational.

Event description:
Customer reported that a pyxis anesthesia es system unexpectedly stopped responding during a procedure. The customer stated that the device rebooted and initiated an operating system update. The customer reported a delay of 10 minutes to patient care. The nature of the procedure was not disclosed. Patient or user harm was not reported.

Manufacturer narrative:
The following fields have been updated with additional/corrected information: a1, g2,d4 - UDI, h6 a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 23-jan-2021 to 23- jan-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the station unexpectedly rebooted during a procedure. A field service engineer visited the site inspected the emergency battery for a lack of connection and found there were no hardware related issue. Then a technical support specialist remotely connected and repaired the medapp to resolve the issue. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported by the customer that a pyxis anesthesia es system unexpectedly rebooted during a procedure that caused a 10-minute delay in patient care. There were no adverse events or injuries reported based on this event.